Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the serial number sticker printing was faded. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy using (as-received) treatment settings with reduced dwell times was performed and completed without failures. The resulting treatment data sheet reflects the programmed treatment settings. No fluid leaks were detected in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A simulated treatment pre-ast (accelerated stress test) 15 minute 1000 ml test passed. During drain 0 of the treatment, a drain complication encountered warning occurred as expected when intentionally restricting the patient line during a drain phase. The internal inspection showed that there were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Presently there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis which caused the machine to not drain the patient. The patient is currently in the hospital. The patient attempted to do manuals to finish the treatment. It is unknown if the treatment was completed with manuals due to the lack of patient record keeping. The patient is currently recovering. Multiple attempts were made to obtain the required information concerning this reported event; however, no additional information was obtained. Presently there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.